Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition could not be confirmed. However the pre-repair assessment observed that the irrigation pump was damaged and the air pump was not functioning properly. Evidence suggests that this was due to mishandling at the customer site. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that "the cord where it hooks into the console device was broken". The reporter stated the device was not being used during surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.